Event description:
It was reported that prior to pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use, doubt concerning valve. Bubble seen during preparation. Sheath exchange at the beginning of the procedure. Replace the sheath to the center. Af under general anesthesia. No patient complications were reported. Only air visible in the sheath. Device not expected to be returned as it was disposed.